Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit causes an intermittent "poor pad contact" message to be displayed. The complainant indicated that there was no pt involvement in the reported malfunction.